Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had failed. Customer's blood glucose at the time of the incident was 279 mg/dl. Troubleshooting was provided and large air bubbles were found in the tubing. Product is not expected to return.